Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 36 mg/dl. The customer was treated with chocolate milk. Customer stated that he got another low blood glucose. Customer's blood glucose at time incident was 58 mg/dl. Customer treated with 10 gum drops and got his blood glucose back. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 315 mg/dl. Customer reported that he got high blood glucose as a result of treating low blood glucose. Customer treated high blood glucose during the call by giving a dual wave bolus.